Manufacturer narrative:
Voluntary medwatch report received: mw5158878.

Event description:
Voluntary medwatch received states that the patient's previous capped lead was part of a system revision due to infection. The previously capped lead was explanted, and there were no additional adverse patient effects reported.